Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to service facility for evaluation. During evaluation, the reported issue of the battery is not holding a charge was unconfirmed. The cue probe was connected to the unit, and it was observed that the picture is clear and the needle tracking is functioning correctly. There is no root cause as the issue could not be reproduced.

Event description:
It was reported that the picture is not as clear as it should be. The staff were having issues tracking the needle tip. Swapped probe and image was better. No other information provided, at this time.

Event description:
It was reported that the picture is not as clear as it should be. The staff were having issues tracking the needle tip. Swapped probe and image was better. No other information provided, at this time.

Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.